Event description:
A journal article indicated that an (B)(6) female underwent elective treatment of a 55 mm aaa using a right aorto-uni-iliac zenith cook stent graft in 2005/2006. During follow-up, a type ii endoleak was detected and was responsible for a 4 mm aneurysm sac diameter increase. At 30 months, the pt experienced a secondary aaa rupture due to a large type iii endoleak which was caused by a separation of the main body of the stent graft and the right leg extension. A close reinterpretation of the anterior follow-up scans shows a progressive decrease of the overlap between the main body and the extension. Progressive shortening of the overlap between the main body of the graft and the limbs leads to limb disconnection. Enlargement of the aneurysm due to type ii endoleak may be a favoring factor in shortening overlap. Journal article: (B)(6). The pt outcome and how the endoleak was repaired were not provided. At this time, no additional info is available.

Manufacturer narrative:
(B)(4): pt status was not provided by reporter. (B)(4): endoleaks are labeled in the IFU. Event eval: event is still under investigation at this time.